Manufacturer narrative:
The customer had reported this on a philips social media site. The customer informed us the issue was reported in agra, india, so we referred them to their local services departments. Later attempts to acquire more device and customer details were not successful. No further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device doesn't get charged while connected to ac.